Event description:
The ivtm therapy was initiated for a CPR patient using an icy catheter (lot #unknown). The catheter was inserted into the patient's femoral vein, and the insertion was smooth. The target temperature was set to 36°c at the max rate. During the maintenance phase of the ivtm therapy, the customer noted an empty 500 ml saline bag, and no leak was detected. The thermogard xp ivtm system (sn (B)(4) generated an "air trap warning." At the time of the issue, the temperature was 36°c, and the dwell time was two days. The customer did not complete leak checks as per the IFU. The ivtm therapy was stopped, and the catheter was checked. The physician removed the catheter and placed another central venous line. The customer mentioned that the saline leak was from the icy catheter balloon. The patient's temperature was maintained normothermic by external means. It is unknown whether the customer cleared the "air trap warning." No consequences or impact to the patient. Please see the following related MFR report: MFR 3010617000-2022-00424 for the thermogard xp ivtm system.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
Lot # for the catheter was updated. The customer reported complaint of a "saline leak from icy catheter (lot #169512) balloon," was confirmed during the functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Upon visual inspection, unrelated to the reported complaint, observed a kink at the catheter shaft (7.5 inches away from the catheter tip). In addition, noticed blood residues in the balloons and distal luer tubing. The exact timing and cause of kinking of the catheter cannot be determined, but handling or insertion of the catheter could not be ruled out. During functional testing, all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the medial balloon's proximal end, thus confirming the reported complaint. Customer followed the IFU and did not replace the saline bag prior to the leak investigation. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot #169512.

Event description:
The ivtm therapy was initiated for a CPR patient using an icy catheter (lot #169512). The catheter was inserted into the patient's femoral vein, and the insertion was smooth. The target temperature was set to 36°c at the max rate. During the maintenance phase of the ivtm therapy, the customer noted an empty 500 ml saline bag, and no leak was detected. The thermogard xp ivtm system (sn (B)(6)) generated an "air trap warning." At the time of the issue, the temperature was 36°c, and the dwell time was two days. The ivtm therapy was stopped, and the catheter was checked. The customer mentioned that the saline leak was from the icy catheter balloon and suspected 500 ml of saline infusion into the patient's body. The physician removed the catheter and placed another central venous line. The patient's temperature was maintained normothermic by external means. It is unknown whether the customer cleared the "air trap warning." No consequences or impacts on the patient.